Event description:
It was reported that the pump's alarm volume was too low. Customer's blood glucose displayed "low" on the continuous glucose monitor. Customer consumed carbohydrates to address low bg. Customer declined to continue troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.